Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during second firing in a sleeve gastrectomy, the excessive tissue message appeared on the screen during firing, but powered stapler firing speed never slowed down or stopped with the message. Surgeon checked staple line and it was perfect, but had concerns that the message on screen did not match the stapler stopping. Nothing was done to resolve the issue. No patient injury.